Manufacturer narrative:
(B)(4). Device evaluation: the device was received wrapped in paper at the manufacturing site for evaluation. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation and/or nonconformance were found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (model zxt150 24.0 diopter) was explanted from patient¿s right eye (od) in secondary surgical procedure due to myopic miss. A replacement lens of the same model, but different diopter (22.0) was used. The patient is doing fine post-operation and no patient injury was reported. There were no other surgical or medical interventions required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.